Event description:
On (B)(6) 2012, the lay user/patient's mother (reporter) contacted lifescan (lfs) alleging that her son's onetouch ultralink meter was reading inaccurately erratic. The medical surveillance specialist (mss) spoke with the reporter on (B)(6) 2012 and obtained the following information: the patient tests four times a day and manages his diabetes with novolog insulin (via insulin pump) based on his food intake. The reporter alleged that the issue began sometime in the second week of (B)(6) 2012 while the patient was in school. At an unspecified time before the reported meter issue began), the patient reportedly was experiencing symptoms of dizziness and nausea (symptoms the reporter indicated could be for high or low blood glucose) while sitting in class. The patient's blood glucose reading (with the subject meter) prior to the onset of his symptoms is not known. When his symptoms began, the reporter indicated her son tested his blood glucose with the subject meter, obtained a reading of '60mg/dl', and immediately went to the school nurse's office. The patient reportedly informed the school nurse of his symptoms and glucose reading (60mg/dl); the nurse responded by administering him glucose tablets, peanut butter, and cookies as treatment. Fifteen minutes after treatment, the patient reportedly retested his blood glucose with the school nurse's meter (type unknown) and obtained a reading of '600mg/dl'. The patient reportedly returned back to class soon after, he retested with the subject meter, reportedly also obtained a reading in the '600's', and then administered an unspecified amount of insulin. It is not known when the patient's symptoms improved. Prior to each test, the patient's mother claimed her son did wash his hands. At the time of troubleshooting, the customer service representative (csr) noted the reporter did not have all of the patient's testing supplies available; however, the reporter confirmed the subject meter was programmed to the correct unit of measurement and that her son's blood glucose results were from the approved (per owner's manual) sample site. Replacement products were sent to the patient. Although the patient's symptoms (dizziness and nausea) occurred prior to the start of the alleged issue, this complaint is being reported because the patient allegedly obtained a reading of '60mg/dl' with the subject meter, was administered treatment (by an hcp) based on the alleged result, 15 minutes later the patient reportedly obtained readings in the 600's with both the hcp's and subject meters, and subsequently, the patient administered insulin as self-treatment.